Event description:
The customer reported a thyroperoxidase antibody (tpoab) calibrator kit empty upon arrival involving access folate calibrators. The customer stated the bottle had a hairline crack. The customer is uncertain if the fluid had leaked or if the bottle was originally empty. There was no report of injury or adverse effect associated with this incident. A replacement tpoab kit was sent to the customer.

Manufacturer narrative:
A clear cause of the incident is unknown.